Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during basal delivery and the load sequence with multiple cartridges. The customer's blood glucose ranged from 80-125 mg/dl. Reportedly, the customer reverted to an alternate method for insulin delivery.